Manufacturer narrative:
Additional information: "after the valve was explanted, dr. W. Connected a monometer to the proximal end of the shunt valve to test flow. The valve was and still is set to a setting of 7. He started the monometer at 280cm h20, which is just above the indicated operating pressure of 215mm h20. The monomemter did not stop at its IFU indicated closing minimum closing pressure of 140mm h20. The monometer continued to flow past 30mm h20. I also had one of our hydro specialists,, observing virtually during this testing"

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The certas valve (ID 828804pl) was returned for evaluation. Device history record (DHR) - the product code 82-8807pl with lot 6600019 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 7. The valve was visually inspected, and no defects noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. The customer provided x ray showing before and after MRI with the position of the valve visibly changed, the complaint is confirmed. Root cause analysis - the root cause for the issue reported by the customer could be due to valve no longer MRI resistant, the valve can unintentionally change to any setting more than 1 setting away from the desired setting.

Manufacturer narrative:
Failure analysis - the valve was CT scanned. The mechanism is fine, the components are correctly positioned. The valve was dismantled and was examined under microscope at appropriate magnification. Biological debris was noted on the axel of the rotation construct on the ruby ball, and on the base plate. Root cause analysis - the most probable root cause for the issue reported by the customer is probably due to biological debris found on the axel of the rotation construct. It is also possible that the root cause for the issue reported by the customer could be due insufficient clearance between axle and rc. Also as noted in the IFU: testing shows that the valve mechanism is resistant to unintended changes in the setting in a 3 tesla MRI. However, the clinician should confirm the valve setting after a magnetic resonance imaging (MRI) procedure. The valve setting is adjusted with the application and manipulation of strong magnets. A change to the valve setting is unlikely to occur under normal circumstances. However, magnetic fields should not be placed near the valve due to the possibility of an unintentional setting change.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 82880pl) was implanted a year ago. After a magnetic resonance imaging (MRI), the settings moved. The patient experienced nausea, headaches, and dizziness. However, however, he is not willing to undergo another surgery to replace the valve.

Event description:
N/a.

Manufacturer narrative:
Root cause analysis - the root cause for the issue reported by the customer could be due to valve no longer MRI resistant, the valve can unintentionally change to any setting more than 1 setting away from the desired setting. Also as noted in the IFU: testing shows that the valve mechanism is resistant to unintended changes in the setting in a 3 tesla MRI. However, the clinician should confirm the valve setting after a magnetic resonance imaging (MRI) procedure. The valve setting is adjusted with the application and manipulation of strong magnets. A change to the valve setting is unlikely to occur under normal circumstances. However, magnetic fields should not be placed near the valve due to the possibility of an unintentional setting change, another possible root cause could be due to biological debris interfering with the valve mechanism, at the time of investigation no programing issues were noted. Additional information provided: after adjusting to setting 6 on 1/5 the following has happened: "I was vomiting as I woke up in the morning and sometimes during the day after increased head movement from activities. Then about 6 days from adjustment I felt better, and the nausea and vomiting went away. I thought I was turning the corner, so I cancelled my appointment for last friday. After having thursday, friday and saturday symptom free I thought it was over for good. Then on sunday I had strong neck pain when waking up. Then nausea and vomiting returned. My daily cycle for the last 4 days has been" "I go to bed feeling well and sleep well. When getting up I have an instant strong headache for about 30 seconds then it goes away. This repeats thru the morning when getting up from a laying or seated position. When I have something to drink or eat after waking, I usually vomit within 30 minutes. Then after that I do not vomit until the next morning. Throughout the morning hours the nausea seems to be off and on. Then later in the afternoon, about 3 o'clock I start to feel normal with no symptoms until the next morning." "Fortunately, my nausea and vomiting has been gone for about 5 days. What I do have is a continual headache from the time I stand up in morning until the time I lay down at night. It goes away when I lay down and comes back when I stand up. This have been going on for about 4 days" "yesterday was the worst day. Vomited every meal and drink about 1 hour after. Dizziness when getting up and walking around. A little unstable at times. Laying down I am fine." Noteworthy consistent items: 1. Headaches have been eliminated from symptoms. 2. Nose profusely runs a minute or two prior to each vomiting. Then stops after vomiting. (Access fluid?) 3. Any activity ie...minor chores, bending down etc... Will cause nausea and vomiting 4. I have no problems laying down or sleeping. 5. Lack of energy throughout the day. 6. I seem to always have a sensation of being hungry. I feel better when I am full. I think I have gained about 8 pounds from increased food intake. "Thursday: had a good nights sleep. Had a good morning. Around dinner time I had some nausea and vomiting." "Friday: had a good nights sleep. Overall a good day no nausea or vomiting." "Saturday: woke up around 3 am. A little bit of a headache. Some nausea and vomiting. Went back to bed. Woke up with a little bit of a headache that went away after being up on my feet a little bit. A little dizziness. Cleared up around 10 am. Fine the rest of the day." "Sunday: had a good nights sleep. Woke up and after 10 minutes of movements and had vomiting. Fine the rest of the day." "Monday: best morning yet. Feel good with no nausea. Trimmed a bush for 10 minutes and started to feel some nausea coming. Sat down for half hour to get rid of it." "Tuesday: good nights sleep. After a few minutes of getting up and sitting had vomiting. Felt weak throughout the day." "Wednesday: good nights sleep. Held off the vomiting by staying in bed longer and having sips of water. Felt weak throughout the day." "Thursday: good nights sleep. Held off the vomiting by staying in bed longer and having sips of water. Felt weak throughout the day." "Friday: good nights sleep. Had vomiting in the morning after getting up. Felt fine during day. Later in the afternoon tried to do some activities around the house and vomited." "Saturday: good nights sleep. Held off the vomiting by staying in bed longer and having sips of water. Felt weak throughout the day." "Sunday: good nights sleep. Held off the vomiting by staying in bed longer and having sips of water. Felt weak throughout the day." "Monday: good nights sleep. Held off the vomiting by staying in bed longer and having sips of water. Felt weak throughout the day." "Tuesday: good nights sleep. Had vomiting after being up 5 minutes. Felt weak throughout the day."